Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. (B)(4). Reporter phone number unknown. The service engineer (se) inspected the device and verified the reported issue. The se replaced the central processing unit (cpu) printed circuit board assembly (pcba). The device successfully passed functional testing.

Event description:
It was reported that a v60 ventilator generated a backup alarm failed diagnostic code. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.